Event description:
A customer contacted baxter's technical service center regarding a home choice (hc) alarm situation and the caregiver (cg) reported that she disconnected the bags to see if the solution would come out. The technical services representative (tsr) explained that the supplies were compromised and advised the cg to start over with new supplies. The cg understood the explanation and would start over with new supplies. Product surveillance contacted the hp on (B)(6) 2011 regarding the alarm and the disconnection of the solution bags during prime. Per the hp, the bags were disconnected to see if they were flowing as they should and they did not see anything. The hp stated they started over with new supplies and resumed therapy. Product surveillance advised the hp that it is not recommended that the supplies be disconnected at anytime, as the set is then contaminated and should be discarded. The hp understood. There was patient involvement, but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This incident was determined to be caused by use/user error and there was no allegation against any baxter products. No evaluation of the device nor batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a use error occurred when the patient disconnected the solution bags from the supply line during a check lines and bags alarm during prime, was confirmed based on information provided by the patient. The cause was use error. This review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.